Event description:
It was reported that the ilet pump¿s display was damaged when the patient cracked the lcd beneath the glass, resulting in a broken screen that prevented device shutdown through the user interface; blood glucose was not impacted, and the patient had backup supplies. Symptoms included no reported clinical effects or adverse physiological symptoms. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included complaint intake, user interview, and internal review of the device issue. Investigation of the case revealed physical damage to the display assembly consistent with user-induced damage, with no indication of device malfunction beyond the cracked screen. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.